Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received unable to perform the displacement or verify no excessive no delivery alarm due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Information received by medtronic indicated that they received random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.